Event description:
New information indicated that the lead exhibited loss of capture. The lead continued to exhibit high impedance and would be monitored.

Event description:
It was reported that the left ventricular lead exhibited high impedance and variable threshold measurements in the lv tip to lv ring configuration. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.